Event description:
It was reported that the spikes of an unspecified quantity of clearlink system secondary medication sets were falling out after spiking non-baxter bags. The event was further described as unspecified damage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.